Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic, lead dislodgement issue was observed along with inadequate capture and sensing issue r-wave amplitude variation. A chest x-ray was not performed prior to the surgery however the x-ray fluoroscopy at the revision confirmed the position of the lead and the device. The device flipped in the pocket and the lead dislodged slack had reattachment back into the pocket. The helix was unable to be retracted. Lead was capped on (B)(6) 2018 and a new lead was implanted. The device was repositioned and remains implanted. Physician sutured the device underlying in the muscle and the device was reenabled for therapy. Patient is stable and recovering.